Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, discovered the pump motor latch on drive motor was broken. Since the event occurred during preventative maintenance, there was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the field service representative (fsr). The fsr replaced the pump motor latch, spring, dowel pin, retainer and screw. Preventative maintenance (pm) was completed and the unit operated to manufacturer specifications and was returned to clinical use. The suspect parts were returned to the MFR for further evaluation. If additional info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.